Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Date of event is unknown. Date of explant is unknown.

Event description:
It was reported that a surgical intervention occurred on unknown date wherein the drg system was explanted due to infection at unknown site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Date of event is unknown. Date of explant is unknown.

Event description:
It was reported that a surgical intervention occurred on unknown date wherein the drg system was explanted due to infection at unknown site.